Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt's lens is opaque. The iol was exchanged. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested.